Event description:
Device 1 of 7. Reference MFR report: 1627487-2014-06130, 1627487-2014-06131, 1627487-2014-06132, 1627487-2014-006133, 1627487-2014-06134, 1627487-2014-06135. The patient is implanted with two separate scs systems. The patient has two scs extensions (3383) with the same lot number of 97326. The patient also has two scs extensions (3383) with the same lot number of r171487. It was reported the patient's first scs system began to shock him soon after implant and he experienced excessive heat when recharging. The patient's second scs system gave him red rashes at the implant site when recharging and shocked him as well. The patient reports both of his scs systems are no longer functioning and he is requesting to have both scs systems removed. Surgical intervention may be pending to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.